Event description:
It was reported that after losing weight, the implantable pulse generator (ipg) became mobile in the pocket and was tipping forward and the patient experienced difficulty charging the ipg and had pain/discomfort at the ipg site. The patient underwent a procedure where the ipg was repositioned. Post operatively the patient was recovering with no complications.